Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a ¿staff infection¿ when the pump was implanted in (B)(6) 2008. It was reported that the patient had to do antibiotics for two weeks. It was noted the patient stayed at the hospital a while. It was reported that the patient had blood work and it showed kidney failure due to all the morphine and all the pills that the patient was using before the pump was placed. It was reported that the pump was implanted to decrease the amount of pills the patient was using. The device system was used to deliver morphine.

Event description:
The health care provider further indicated that this patient was diagnosed with cellulitis and an abdomen wound infection. The patient was inpatient and in "aiu" from (B)(6) 2008 and treated via PICC line. He was admitted to a psychiatric center where his treatment was changed and the PICC line was discontinued on (B)(6) 2008. The patient was treated with vancomycin for questionable (B)(6) to the incision site.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter.